Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to an inph patient via vp-shunt (initial setting is unknown) on (B)(6) 2009. It was reported that the patient complained the difficulty with walking on (B)(6) 2017. Then, it was found that the abdominal catheter and valve distal connector were detached when the surgeon checked the valve condition under CT-scan. The revision surgery was performed on (B)(6) 2017. The surgeon confirmed that the implanted valve could flow properly, and then new abdominal catheter (82-3045) connected with the valve. The surgeon confirmed they were worked properly and the surgery was finished. The patient is (B)(6) years old, female, her initial is (B)(6) and her condition is under monitoring. The surgeon commented that he felt the connector of valve was shorter than usual. He suspected the connector was broken and might be remained in the removed abdominal catheter. The surgeon requested to investigate whether the broken connector remained at the removed abdominal catheter or not. No further information was provided by the hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected; no defects were noted. No connector was returned. The catheter was irrigated; no occlusions were noted. Review of the history device records for the catheter was not possible as the lot number was unknown. No root cause could be determined, as no defects were note with the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.